Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) last night and was currently in the hospital due to spasticity in the shoulder that started yesterday. They were admitted yesterday afternoon. The MRI was not related to the device or therapy but they were not sure if it was related to them being in the hospital. They are getting released today but the patient didn't have anybody to come out on a friday night to ensure the pump was working after the MRI. The pump was not alarming. They were wondering if a representative could come out and check the pump. Patient service specialist reviewed representative role and redirected to the healthcare provider.